Event description:
A customer contacted a baxter technical service representative (tsr) regarding the home choice alarming. The tsr reviewed the alarm log, the home patient (hp) had gotten a system error (se) 2240 and se 2367 earlier in the dwell cycle. The hp stated that there were no leaks nor no hp disconnect. The hp will complete therapy with manual supplies. The hc is operational. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect prior to the alarm or observed air. All bags were properly connected. It was unknown if there were open clamps on unused supply lines. There was nothing unusual noted about the supplies. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. There was patient involvement. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Per the customer the sample was not available and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.